Event description:
It was reported from italy by the staff that the controller unit had many power switches from the port 1 to the port 2, when all the batteries were connected to it. The controller unit was replaced. Log files were sent to the manufacturer. There were no effects to the patient. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The company is seeking this information through the event investigation.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause could have been a communication error between the controller and the connected battery. An internal investigation has been opened to address the issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.